Event description:
It was reported that during device interrogation prior to the procedure, the device exhibited high battery impedance. The device was not used and replaced with another new device. The patient was stable.

Manufacturer narrative:
The reported event of high battery impedance was confirmed. Electrical and mechanical analysis tests exhibited normal device characteristics. Device image showed higher battery impedance measurement for a short period of time in the field, and this was consistent with the device reaction when exposed to cold temperature. Device was soaked in cold temperature for an hour and high impedance measurement was reproduced.